Event description:
This woman had a breast augmentation on (B)(6) 2020. Sientra breast implants were used as well as an inplant funnel for insertion. She did well for the first week postop but 10 days post op she developed a pinhole opening in one wound with a brownish colored drainage. The next day, both inframammary incisions were draining and the breast were painful, edematous and erythematous. She was placed on oral antibiotics and over the next 2 weeks the wounds healed, the edema and redness resolved and she has done well since with no further sequelae. I believe that the inplant insertion device may be to blame because of two other similar cases I have had. FDA safety report ID#: (B)(4).